Event description:
It has been reported to philips that the azurion system was not powering on. The system was not in clinical use at the time of the event and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not powering on. Up on troubleshooting actions, rse guided the customer to check the power input, main circuit breakers and found there was no input power to the main panel. After fixing the power issue, the system was returned to use in good working order. The codes were updated based on the investigation outcome.